Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 52 mm in diameter fusiform abdominal aortic aneurysm was reported with an infra-renal angle of 60.9 degrees. Proximal aorta was 26 mm in diameter and 49.6 mm in length. Distal aorta was 25.7 mm in diameter. The right femoral artery was 12.9 mm in diameter and the left femoral artery was 12.3 mm in diameter. The right and left iliac arteries were moderately tortuous. The circumferential aortic mural thrombus/calcification at the proximal neck was 50%. It was reported that 3 years post implant, the aneurysm was 58.5 mm in diameter and there was a proximal type I endoleak noted. The physician observed the type I endoleak and planned conversion to open repair; however, due to the unstable cardiac status of the patient he was hospitalized due to coronary artery disease and coronary angiography. The investigator assessment states that the event is not device or procedure related. The patient had a CABG procedure then suffered from a pericardial tamponade and expired. Primary cause of death was cardiac complications. Pulmonal arterial hypertension and cardiac decompensation lead to death. The investigator assessment states that the event is not device or procedure related.

Manufacturer narrative:
(B)(4). Evaluation: results: inherent risk of procedure (endoleak), (cause of endoleak is unknown); evaluation: conclusion: inherent risk of a procedure (endoleak), (cause of endoleak is unknown).